Event description:
Healthcare professional reported possible left side device rupture and presence of silicomomas in the left axillary region diagnosed via ultrasound. Healthcare professional later reported left side capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; "silicomomas in the left axillary region"; capsular contracture, baker grade iii. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture/silicone migration: observed one opening assessed as surgical impact opening (shell thickness within specification). Granuloma: unable to observe. As per the investigation procedure non-penetrating nicks, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, b5, d3, d9, h3, h6, h11.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2024-05365. All information has been consolidated into this report.

Event description:
Healthcare professional reported possible left side device rupture and presence of silicomomas in the left axillary region diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Cont. E.1: +34 915630740; 915636789 a review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, migration, and rupture.

Event description:
Healthcare professional reported left side "left axillary ganglia are represented with a picture of a snowfall, suggesting siliconomas echogenic content, and superficial regions to the visible prosthesis, which might signal rupture."